Event description:
Rn was attempting an IV placement. When removing IV from plastic protective cap, the IV catheter stayed within the plastic cap, leaving an exposed needle. The IV was immediately retracted for safety engaged. Device was not used and discarded. No pt or staff injury.